Event description:
It was reported that the pt had no stimulation sensation and increased pain. Recharge was attempted, but failed. The pt stated she had been diligent in charging the implantable neurostimulator (ins). The ins was replaced. The pt had great pain relief as of 2009.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.